Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow up and additional information was unable to be obtained. Customer¿s blood glucose level was 46 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.